Manufacturer narrative:
The astral device was returned to resmed for an investigation. Review of the device data logs confirmed the reported complaint and revealed the occurrence of error messages (sf 188, sf 74, sf 116, sf 148) related to a safety assert system fault, software, invalid ambient temperature measurement and the blower. Based on all available evidence and complaint investigations of a similar nature, the investigation determined that the reported sf 74 was due to a software issue while the other sfs were due to an isolated component failure within the device main circuit board (pcba). Resmed's risk analysis for this failure mode concludes that the risk is acceptable. (B)(4).

Event description:
It was reported to resmed that an astral device displayed error messages (sf137, sf195 and sf219) indicating a loss of communication with the pneumatic block, persistent software fault and a pneumatic block error respectively. There was no patient injury reported as a result of this incident.

Manufacturer narrative:
The device was returned to resmed for an extensive engineering investigation. The investigation methods, results, and conclusion are not finalized at this stage. (B)(4).

Event description:
It was reported to resmed that an astral device displayed error messages (sf137, sf195 and sf219) indicating a loss of communication with the pneumatic block, persistent software fault and a pneumatic block error respectively. There was no patient injury reported as a result of this incident.